Event description:
It was reported that the image was not displayed after connecting to the complete video. The issue was identified during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.